Manufacturer narrative:
The device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated on the middle point of the balloon. Microscopic analysis showed that the blades were intact and fully bonded to the balloon surface. The marker bands and tip were also undamaged. Multiple kinks were observed on the polymer shaft. This damage is consistent with excessive force being applied to the delivery system. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous left circumflex artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure at second inflation, it was noted that the balloon ruptured at 10 atmospheres for 6-12 seconds. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous left circumflex artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure at second inflation, it was noted that the balloon ruptured at 10 atmospheres for 6-12 seconds. The procedure was completed with another device. No patient complications were reported.